Event description:
A report was received that the patient's remote control was displaying a error code caused by an ipg error. A bsn representative tried to troubleshoot but was unable to remove the error code. It has been recommended that the patient's ipg be replaced.

Manufacturer narrative:
Additional information indicated that the patient underwent an ipg revision in which the ipg was replaced. The patient is reportedly doing well. Device evaluation showed that the device was in erroneous condition. Error code "0010000000" indicated that stored values in seeprom 0 had been corrupted. The error condition was repaired by (B)(4), and the device regained the functionality.

Event description:
A report was received that the patient's remote control was displaying a error code caused by an ipg error. A bsn representative tried to troubleshoot but was unable to remove the error code. It has been recommended that the patient's ipg be replaced.